Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
It was reported that the implant at tooth site #8 suffered from peri-implantitis. Implant failed during second stage surgery after months of sub-merged healing another implant was not placed due to no adequate bone due to osteolysis. Patient to come back for ridge augmentation in preparation of another implant placement. Symptoms as a result of the event: abscess & inflammation.